Event description:
A malfunction alarm, identified by malfunction code 9, was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to call back if the issue reoccurs and acknowledged the instructions given.